Event description:
It was reported that the patient presented in-clinic and upon review, a small pericardial effusion was noted through echocardiogram next to the distal tip of the right atrial lead. No intervention was performed. Patient was stable.